Manufacturer narrative:
The results of the investigation confirmed that the returned catheter was able to be purged as normal, after the dried contrast was removed, with no air bubbles noted. Dimensional inspection revealed the purge hole diameter met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
The catheter was used for imaging on a lad post stent placement. After the oct pullback, the distal end of the abbott bmw guidewire prolapsed on itself as the catheter was returning to its start position. The bmw guidewire was removed and replaced with a new bmw guidewire. During the oct pullback contrast run, small air bubbles were noticed. There were no patient consequences. (Clinical study: (B)(6)).